Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and inspected. The repair center found the blackout screen occurred due to faulty circuit board. Additionally, the liquid crystal display (lcd) screen was defective, and two screws were missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During inspection of a loaner device, the olympus repair center reported the oev262h monitor had a black screen. There was no procedure or patient involved.